Event description:
It was reported that the patient had a sparc sling implanted on (B)(6) 2006. Info received on (B)(6) 2013 indicated that the sling has eroded into the patient's urethra. Add'l info received on (B)(6) 2013 indicated that a revision surgery is scheduled for (B)(6) 2013. No add'l patient complications have been reported in relation to this event.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.